Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that from start of pump usage the customer has had difficulty pushing down the wake button and multiple presses were necessary for display to activate. There was no reported adverse impact to the customer. The customer applied more pressure to the wake button to address the issue.